Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. Programming adjustments were made and external equipment was exchanged. However, the reported problem was not resolved. Revision surgery has been scheduled.